Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "incision was open," "had fluid," "implant extrusion," and "when the implant came out it was ruptured."

Event description:
Patient reported right side "incision was open," "had fluid," "implant extrusion," and "when the implant came out it was ruptured." Healthcare professional confirmed rupture. Device has been explanted.